Manufacturer narrative:
Patient information was requested but not provided. Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported log files were submitted. During log file analysis, no external power events were captured on (B)(6) 2020 which was caused by power to the mobile power unit (mpu) being briefly interrupted. It cannot be discerned if the interruption in power to the mpu was due to a disconnection of the ac power cord from the mpu, the wall, or if power to the house was lost.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. A review of the submitted log file spanned approximately 26 days (12jan20 ¿ 06feb20 per time stamp). The no external power alarm activated on 25jan20 at 17:28 while connected to the mpu due to both white and black lead voltages diminishing to ~3v. The alarm cleared after the patient connected to batteries. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.